Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their display. The customer states there is a big purplish color on the display that makes the device unreadable. The customer's blood glucose level at the time of incident was 211mg/dl. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. No missing segment anomaly could be verified due to the physical damage to the display glass. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.